Manufacturer narrative:
The field service engineer (fse) performed pre-op check and was able to recreate the issue. The fse replaced the motor controller pcba to resolve the reported issue. The device passed required performance verification tests and electrical safety test per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying an error code 1007 vent-inop: machine and proximal pressure sensors failed message, and error code 110e check vent: air flow sensor calibration data error spi bus failure it was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was also observed that there are multiple codes logged in the event log. 1118, 1105, 1101, 111a, 111b, 1115, 110e, 1105, 1104. 24v on the pneumatic screen reads 48. 35v = zero. The rse recommended a pm pcba replacement. The rse scheduled onsite service for repair.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba into a pil ventilator to duplicate the reported issue. Functional analysis was performed and the technician verified that the suspect da pcba operated on the standard test bed without alarm or diagnostic codes 110e, 1007. In addition, the technician verified that the suspect da pcba passed troubleshooting steps via bench testing. Pil has determined that there was no fault found with the returned da pcba.